Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed by breast scan. Patient was in 'plain' from rupture. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported, left side rupture confirmed by breast scan. Patient was in 'plain' from rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease is observed. Missing shell assessed, as inconclusive. Black particles were observed, on the shell. No further actions are required, as the device was implanted.